Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 6. The valve was hydrated for about 36 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusions were noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-8804, with lot ctnb3c, conformed to the specifications when released to stock in 30th november 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
On (B)(6) 2016, the device was implanted via l-p shunt to a (B)(6) female with sah. The initial setting was 5. On apr 15, 2016, the patient had a headache, and overdrainage was noted due to csf leakage from the lumbar catheter (non-codman device). When the surgeon changed the setting to 6, csf was soon accumulated in the flank. Therefore, the device was removed on (B)(6) 2016, and the patient is currently being monitored. The surgeon is planning to have a revision (v-p shunt) later.